Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had an unintuitive motion. A backup same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have an imprecise motion failure. This instrument¿s grip tip was not moving intuitively (i.e., it was not following the master tool manipulator (mtm) input commands smoothly). The instrument tip did not move intuitively at the grip orientation. The instrument exhibited imprecise motion. For clarification, the unintuitive motion reported was an imprecise motion not an uncontrolled motion, this is based on opening and closing the grip not following the command due to the broken grip cable. Additionally, the instrument was found with a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. As a result of the broken grip cable, the instrument exhibited an imprecise motion during in-house testing. The grip-crimp was still installed. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.